Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 012 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: a review of the black box and alarm history indicated consecutive call service 054/052/012 alarms had occurred on (B)(6) 2015. The pump powered on normally and successfully completes ezprime steps with no errors, alarms, or warning occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and there were no internal defects found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.